Event description:
It was reported during a left arm arteriogram with stent placement, the doctor tried to remove the balloon from the 6f arrow sheath and could not, so he had to remove the whole system. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The balloon catheter and the introducer sheath were returned and evaluated. The proximal end of the catheter shaft was protruding out of the proximal end of the introducer. The introducer was completely necked down starting 3.2cm from the strain relief and continuing for at least 2.1cm, where it goes into the gasket of the proximal end of the introducer. The protruding balloon was bulbous and appeared to have not been completely deflated. A .035 inch guidewire could not be inserted through the hub of the catheter due to the condition of the catheter. The balloon could not be removed from the proximal end of the introducer. The balloon was inflated to rbp (rated burst pressure). No leaks were seen. The distal end of the balloon and shaft were removed from the distal end of the introducer. The shaft was caked with extremely thick bodily fluid. This thick caked substance may have contributed to this event. The result of the investigation is confirmed, and the root cause is unk. This product was used with a stent. This application is considered to be an off-label use for this device. The IFU (info for use) indicates the following: opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above. The IFU also states; caution-if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.